Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for a synapse surgery. During the surgery, the screws was not inserted properly. Screws were removed and surgery was completed successfully with new screws. No harm to patient. The surgery was delayed 30 minutes. This complaint involves three (3) devices. This report is for (1) 4.5mm ti cancellous polyaxial screw 22mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the cancellousscr synapse ø4.5 l32 tan (p/n: 04.614.232, lot number: 7355313) was received at us cq. Visual inspection of the complaint device showed the shaft proximal threads were broken off, the head was jammed and would not rotate, and the saddle was twisted inside the head. Functional test: a functional assessment was performed. The head was jammed and could not rotate, and the saddle was twisted and could not be re-oriented. The condition could be replicated. Dimensional inspection: dimensions were reviewed per relevant drawing. Specified dimensions: thread major diameter = measured dimensions: conforming document/specification review: relevant drawings were reviewed and no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.614.232. Lot number: 7355313. Date of manufacture: 04/11/2013. Place of manufacture: brandywine . Part expiration date: n/a (nonsterile). List of nonconformances: none . Description of DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected event description: it was reported that on (B)(6) 2020, the patient underwent for a synapse surgery. During the surgery, the screws could not be inserted properly. Screws were removed and surgery was completed successfully with new screws. No harm to patient. The surgery was delayed thirty (30) minutes.